Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a radio frequency ablation procedure in 2008. According to the complainant, the generator shut off after only 15 minutes and roll off did not occur. Roll off was attempted four times and the physician "stopped the treatment after 72 minutes". The needle was retracted and released two times in between attempts. The physician "decided to do peit (percutaneous ethanol injection)". (Manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.